Manufacturer narrative:
Reported event of exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a dilatation procedure performed on (B)(6) 2016. According to the complainant, when trying to remove the device through the endoscope after dilation of the small intestine, the exit marker bunched up. They were unable to remove the device through the endoscope, so the endoscope and the device were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter shaft was cut, and the exit marker was found to be loose and detached. A functional analysis was unable to be performed due to the device being cut. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a dilatation procedure performed on (B)(6)2016. According to the complainant, when trying to remove the device through the endoscope after dilation of the small intestine, the exit marker bunched up. They were unable to remove the device through the endoscope, so the endoscope and the device were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.